Event description:
It was reported that following an initial implant procedure with a pain stimulation implantable pulse generator (ins), the patient experienced that the stimulator was not adapting as expected compared to their previous implant. The patient described that stimulation increased when sitting down instead of decreasing when lying down, and that the stimulation did not adjust with body movement. As a result, the patient needed to manually adjust the stimulation intensity on each side. Approximately two weeks after surgery, at a follow-up appointment for staple removal, the patient notified their healthcare provider about these issues. The device was reprogrammed to adjust the therapy settings, first reducing the intensity from 4 to 3, and then reprogrammed again a few days later when the issue persisted. The patient reported that when the stimulation was depleted, they experienced a sensation described as "turning into a robot," but noted that the stimulation worked well to treat pain.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.